Event description:
It was reported that the siderail was not functioning properly on this bed. No injury was reported.

Manufacturer narrative:
The user facility did not return any parts to the manufacturer for analysis. Replacement parts were sent to the customer to repair the bed.